Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited screen bezel separation and a delaminated, nonfunctional touchscreen, and the user also reported a broken piston, rendering the pump unusable and prompting transition to backup therapy while continuing cgm use. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included complaint handling, user interviews, and assessment of device performance based on reported behavior while the device return was pending. Investigation of this device revealed a mechanical and enclosure integrity issue affecting the display assembly and a reported piston break, consistent with a hardware failure of the screen module and infusion mechanism; the device could not be further evaluated without return. It was concluded, based on previously established findings for similar reports, that the cause was likely mechanical component failure consistent with product malfunction.